Event description:
This lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that the patient has a pocket infection. The patient went to (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).